Event description:
Customer was hit by a truck while in chair. Minor injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model m41srb wheel chair - serial number/date code (B)(4) is approximately 4 years and 1 month old. The user manual part number (B)(4) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. After the incident the consumer was admitted to the hospital for one day. He sustained bruised and had skin peeled off on his ankle. He returned to the hospital due to being uncomfortable and x-rays determined that he had 1-2 broken ribs. In addition, the skin wound developed an infection. His stability and medication regimen are unknown . The consumers age is unknown. He is (B)(6). The consumer was not using the seat positioning strap nor his tall safety flag that was provided by the dealer at the time of the incident. The maintenance history of the device is unknown. Requests for the maintenance files have been made to the dealer.